Event description:
A ventilator was returned for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the system board was observed. The system board failure was due to a 3.3 vdc power buss short to ground and was replaced to address the issue.